Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the automatic doors at her work would close extremely quickly when she tried to go through them and she stated that this did not happen for other people. Patient was wondering if the automatic doors are interacting with her implant. Patient also stated that her office moved and no longer works in that building so it was not a problem anymore for her. Pss informed patient there is nothing in labeling regarding automatic doors. Pss also reviewed security gate information with the patient. No symptoms reported. No further complications were reported/anticipated.